Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was extracted due to infection. Upon extraction process the distal coil would not come past the first rib. This lead was explanted. No additional adverse patient effects were reported.